Event description:
The physician reported that during the procedure, the microcatheter was flushed, and then inserted onto the guidewire. The physician reported that the guidewire and microcatheter crossed the lesion, located in the intra cranial portion of the brain, without a problem. When the guidewire was removed from the microcatheter, the physician noted that the coating of the guidewire had peeled off. The procedure was completed with the use of another similar device. The physician did not disclose if any medical intervention was required. The pt was reported to be in good condition.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.